Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the malfunction in the geometrical movement. Fse found that the geo pc had a bad power supply, which cause the partial geometry movement issue. Fse replaced the geometry pc. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the geometry movement was partly available . Geometry ipc would power up but then would start cutting out. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.